Event description:
It was reported that the patient underwent a minimally invasive surgical procedure. It was reported that the extender came off of the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: visual and optical inspection identified plastic deformation on the upper portions of the extender mas head male interface features, the deformation of the interface features could have reduced the mechanical strength of the interface sufficiently to allow the head to disengage. The above observations are consistent with overload.